Manufacturer narrative:
Fhc is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by fhc, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Fhc has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, fhc, or its employees that the device, fhc or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Fhc objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A complaint was received on (B)(6) 2026, for a multi oblique epilepsy platform (mp-kit-p-eo, sn (B)(6) used on (B)(6) 2026. The reporting physician identified a discrepancy between the depth embossed on the platform (177 mm) and the correct depth provided in the planning documentation (117 mm). The discrepancy was recognized prior to use, preventing potential misplacement of the lead. Investigation determined that the correct depth was present in the planning software outputs and manufacturing documentation. The discrepancy was introduced during manual transcription of depth values onto the platform. Device history records showed all required inspections and release steps were completed; however, the incorrect value was not identified.